Event description:
The hospital reported that the hemopro2 extension cable used in an endoscopic vein harvesting procedure broke while disconnecting from the generator. It was discovered post-op while being cleaned in central supply. No injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 02/14/2023. An investigation was conducted on 02/21/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The one end of the cable was observed to be pulled back from connector end, exposing the inner wires of the cable. The other end of the cable was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" is confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.